Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).

Event description:
Within the last 2 years, the patient had switched pump managing physicians. The patient¿s new physician said that the patient¿s current levels of pain medications were too high (25 mg/day dilaudid). The new physician cut the patient¿s dose in half and then started weaning the patient down from the original dose. The dose was cut in half at each visit for the few visits that the patient had seen the physician. The patient was referred to a specialist and was only going in the new physician for pump maintenance. The patient had been to a couple of hcps (healthcare professionals), with 3 months in between visits. The device system was delivering dilaudid. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.